Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat moderate esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The first two bands were removed; however, the bands still could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on february 18, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached the ligator housing teeth were not damaged, and handle slot had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there were no problems found during the device analysis. The ligator housing had no bands in it, there were no damages seen nor any abnormalities found on the handle, indicating the device was worked as intended. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat moderate esophageal varices performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed. The first two bands were removed; however, the bands still could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 18, 2024: it was noted that no difficulty was experienced upon setting up the device.